Manufacturer narrative:
The suspect medical device has been not returned for engineering evaluation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were identified. A search of the complaint database could was completed and there were no additional complaints for the same lot number.

Event description:
The account alleges the patient had acute lower wall st-segment elevation myocardial infarction. Acute coronary angiography indicated a subtotal closure at the middle end of the rca and 90% stenos is at the middle end of the lad. After the rca stent was implanted, coronary angiography was reexamined that it was found the guiding catheter shifted. During the process of using the j-shaped guidewire again, it was found that the tip of guide wire was abnormally distorted. After the procedure was completed, the guidewire was removed with the catheter from the patient body. No additional patient consequence to report.